Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) level of 500 mg/dl with abdominal pain, extreme drowsiness, and polyuria. The patient received no unusual treatment. During troubleshooting with customer support, it was noted that on (B)(6) 2014, when the battery was removed for less than 24 hours, the time/date went to default for pump model. The patient was advised to discontinue pump use. The time/date issue is not being reported because the pump displays the verify screen after a battery change and per IFU, the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia related to use error of not confirming the correct time/date post battery change.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the black box shows a time/date reset after power on reset on (B)(6) 2014 17:20. When pump was powered back on the date was set to (B)(6) 2014 and the time was set incorrectly to 05:26. The time was manually corrected on (B)(6). Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to 12:00am (B)(6) 2007.the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.. Removed cover; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.